Event description:
It was reported that the patient never had therapeutic effect. It was noted that the manufacturer representative was going to try and change programs for the patient but the patient did not want this because the patient was in pain. It was noted that the patient was going to have an appointment for stimulation adjustment next monday but was not sure if they wanted the implant at this point. It was noted that the patient had a lot of pain at the implant site. It was noted that the patient indicated that they were sitting right on the implant but the health care professional (hcp) said the patient was not. It was noted that the patient wanted the implant out because of the pain. It was noted that the patient was on a lot of vicodin as a result. It was noted that the patient had a shocking or jolting sensation. It was noted that yesterday and this morning the patient got shocks in their body. It was noted that the patient tried to increase the stimulation to 1.0 which was where the hcp wanted the stimulation but the patient said they set it at 0.8 because they could not stand it higher. It was noted that the patient also reported a shock in her hand while trying to find the implant site to sync with the patient programmer to the implantable neurostimulator (ins). Additional information received reported that the implantable neurostimulator placement was very uncomfortable for the patient and it was difficult to sit down because it felt like the patient was sitting right on top of the implant. It was noted that patient had to increase pain medication 3 fold since the implant, which made the patient feel out of it. It was noted that the pain was worse when the patient was more active. It was noted that the patient could not bend over as it felt like a knifestabbing the patient at the incision site. It was noted that the patient did not like the sensation of the stimulation. It was noted that the patient called the sensation of stimulation ¿shocking.¿ it was noted that the patient knows that it is not really shocking her but that is the way the patient felt about the sensation in general. It was noted that the patient was not willing to increase the stimulation to test if therapy could work for them because they did not like the stimulation sensation. It was noted that the patient refused to turn the amplitude up to what it needed to be because they did not like the sensation. It was noted that the patient never wanted to feel stimulation. It was noted that the doctor wanted to increase the stimulation and insisted that therapy would work for the patient. It was noted that the patient had a follow up appointment with the hcp 2013-(B)(6). It was noted that the patient was currently at 0.7 amplitude and felt stimulation when sitting down. It was noted that the patient then lowered stimulation to 0.6. It was noted that it freaked the patient out to have an implant like this at all. It was noted that the patient was not happy with therapy. It was noted that the patient could not use the programmer right on the skin because it was too painful. It was noted that the patient had to have something over the implant when using the programmer. Additional information received reported that the patient had been having trouble sitting on the ins and the hcp confirmed today that the patient had been sitting on the battery and it was moving. It was noted that the hcp told the patient that once it settled it would stop moving. It was noted that the patient had been sitting on their right butt to avoid sitting on the implant. It was noted that the patient was scheduled to check back with the doctor in two weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient had a shocking sensation near their implant since two days prior to report. It was stated when the patient was in certain positions they got a shock and it felt uncomfortable. It was noted the patient had been turning down their stimulation to see if it would help, but it was not helping. Reportedly, the patient had some kind of injection with stimulation on (B)(6) 2013 for the herniated disks in their back. It was stated the patient turned off the implantable neurostimulator (ins) and was still feeling the shocking. Later that day, it was reported the patient had pain at their ins site for 3 days and felt that the shocking and pain had something to do with the injections they received. It was noted the patient felt the shocking more when they moved around. It was stated the patient turned their ins back on to at least get some therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient wanted to turn their stimulation down because they felt like they were being shocked. It was stated the patient's healthcare provider increase the stimulation on (B)(6) 2013 and the stimulation felt too strong for the patient and it was fluttering at that time. It was noted the patient dealt with it but it was worse the day of report and the shocking had become worse the last couple of hours. Reportedly, the patient had a lot of gas and wanted to know if it was related to the shocking. It was stated the patient's stimulation had been increased from 1.15 volts to 1.05 volts on (B)(6) 2013 because the patient was not having good symptom relief. It was reported the patient's incontinence symptoms hadn't been under control and the patient stated the incontinence was related to pain in their lower back. It was noted the patient was taking vicodin and stated that should make them constipated but earlier the week of report it did the opposite and their stools were loose. It was stated the patient hadn't gone for two days and had a lot of pain from the incision because they sat right by the battery. Reportedly, the patient's healthcare provider told them that wasn't the problem but admitted the patient was sitting on it. It was stated the patient was experiencing pain from sitting on it and pain from feeling like shocking on their old program. It was noted at the time of report the patient felt more fluttering and battery pain. A day later it was reported the patient had an overstimulation sensation and even though they decreased the day prior to report it was too strong again. The patient decreased their stimulation from 1.03 volts to 1.00 volts and then to 0.95 volts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient needed to turn their stimulator off for some tests. While on the call, the stimulation was turned to 0.00 v and off. The patient was undergoing an emg related to their back issues. The patient's stimulation issues were due to their back. Their back was causing a stimulation-like sensation in their leg. Therapy was not helping their bowel issues. Their first reprogramming was painful. The patient did not give their last reprogramming a chance due to stimulation in the leg. The patient's most recent reprogramming was cancelled to due colitis. The patient had a loss of bowel control. The patient also experienced itchiness at the center of their back. The itchy site was red from scratching. After the emg, the patient was able to turn stimulation back on. The patient could not increase stimulation due to the "programmer battery low" screen. Taking the batteries out and putting them back in resolved the issue. The patient was able to increase to their previous level. The programmer batteries were depleting too quickly.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09e62, implanted: 2013-(B)(6), product type lead, product type programmer, patient. (B)(4).

Event description:
It was later reported that the patient¿s implant did not help them control their symptoms and it had not since implant. The patient stated that they got their device a year prior to report and it still didn¿t work. The patient was scheduled to have a third reprogramming a month prior to report but they got sick and hadn¿t rescheduled. The patient stated they had ¿not yet found the right nerve or something.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since implant the patient had issues with "this thing" and was ready to have it taken out. The patient had contacted their healthcare professional (hcp) to have their programs changed because it was not working and they had trouble shutting it off. The patient did not make any changes themselves because they were not good with it. Since implant, the patient had been having trouble turning it on and shutting it off. The patient was very thin and their hcp told them that their body would absorb it, but their body had not. The implantable neurostimulator (ins) was right at the surface and it hurt the patient to use the patient programmer over the ins. The ins hurt every time the patient sits because they were sitting on it. Since implant, the ins had not provided therapeutic relief and the patient had been in a lot of pain. The patient was going to a gynecologist the afternoon of this report to have something external removed with a scalpel and an injection of numbing agent on the same side of their buttocks. The patient has had this done before and they thought it was not done under power. Prior to having the ins implanted the patient had back problems and took pain medication so it was hard to judge if the ins was providing therapeutic effect.

Event description:
It was later reported the patient wanted to turn their stimulation off to see if their discomfort and pain went away. It was stated the patient had pain after the trial and implant and they couldn't sit down or get into bed because of the bandages. It was noted the patient had been in pain for three months and they had stimulation in the wrong location. Reportedly, the patient had an injection in their back in (B)(6) 2013 and three weeks after that the stimulation moved to their leg. It was stated the injection was for back issues. The patient stated the feeling in their leg was annoying but did not become painful until (B)(6) 2013. It was noted the patient had a cat scan two days prior to that for their back and it was unrelated to the device. Reportedly, the patient's healthcare provider had tried changing programs and dropping their voltage. It was stated the device helped a little with symptoms management but they also changed their diet. The patient mentioned they may have the device explanted because they didn't feel that it was helping them.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had been struggling with their therapy for 6 months and they wanted to put the stimulation down a number and always like to make adjustments with the manufacturer on the phone. The patient lowered stimulation on program 4 from 0.4v to 0.2v and they would wait until tomorrow to see if it calmed down. It was noted that the patient had overstimulation. The patient's fecal symptoms had a slight improvement since implant and they had tried 3 programs but they couldn't count the third because the patient was having symptoms that they thought was the implant and it was actually a bad back and the pain in their leg was coming from their back. It was stated that the patient was considering getting it taken out. The patient had been overly stimulated since last week when they increased to 0.4v. It was reported that the patient had been feeling like 10 times a day and it was not a good feeling. For years the patient had an overactive bladder (oab) and they saw their urologist last week and had a urinary issue. It was noted that the urinary problem was not related and they had considered the device for their oab but decided not to do it because of the patient's back issues. The patient was overly stimulated a few months ago and went to their hcp and they turned it down.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect after implant. The patient reiterated that she had painful shocking over the implantable neurostimulator (ins) that started monday. There was no reported cause for the change in stimulation. The patient denied and falls or trauma. It was also stated that the patient used to feel fluttering in her bottom front area, but lately had not felt stimulation. The patient was currently set at 0.85volts. It was mentioned that the patient had shocking a couple months ago, but the doctor switched to program 2 and that reportedly fixed the issue. The patient felt that stimulation hurt, so stimulation was decreased to 0.70volts. It was also reported that the patient also had overactive bladder (the ins was indicated for fecal incontinence) and went to see her urologist a month ago. The urologist reportedly adjusted stimulation to the patient's right leg. That was uncomfortable, so the patient had the urologist put stimulation back to where it had been. The urologist told that patient that she had been overstimulated "all along" and turned stimulation down. The patient called her healthcare provider (hcp) on monday and was waiting to hear back.